Event description:
It was reported that the user requested assistance with a factory reset of the ilet pump after discontinuing use for approximately two weeks due to frustrations with dexcom g7 connectivity and fluctuating blood glucose, with readings ranging from low to the 300s, and the user suspected incorrect meal announcements that could have affected pump algorithms; troubleshooting and education were provided, including best practices and oral glucose use for lows. Symptoms included episodes of hypoglycemia and hyperglycemia. Outcomes included no reported health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and insufficient information regarding any specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.